Event description:
It was reported that due to the device cylinder falling on the floor, the patient had his inflatable penile prosthesis (ipp) not used and a different ipp was used to achieve the desired results. No patient problems or device malfunction associated with this event. Should additional information be received, or product investigation completed, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required..

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device cylinder falling on the floor, the patient had his inflatable penile prosthesis (ipp) not used and a different ipp was used to achieve the desired results. No patient problems or device malfunction associated with this event. Should additional information be received, or product investigation completed, a supplemental report will be submitted.